Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported one day after implant that the patient's right atrial (ra) lead was not sensing and did not have pacing capture. An x-ray confirmed a ra lead dislodgment. The lead was repositioned that same day and remains in use. No patient complications have been reported as a result of this event.